Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. E1: patient city: (B)(6). Patient country: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025.the site location was upper buttock. The site of detachment was cannula side. The infusion set was in use for less than a day. No further information available.